Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage. Test strip (B)(4). Note: manufacturer contacted customer on 12/27/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 87, 162 and 151 mg/dl. The customer is also concerned that the results of 162 and 151 mg/dl are high and that the result of 87 mg/dl is low. The customer's expected fasting blood glucose test result range is 100-120 mg/dl. Customer stated his a1c is 12 and that his diabetes was discovered a month ago; customer stated he began medication and now his results have been better. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The customer is storing his strips in living area where a furnace is being used to warm the house due to cold weather. Customer was advised of proper storage technique and to discontinue use of alcohol. The test strip lot manufacturer's expiration date is 02/25/2019 and open vial date at time of call is six weeks. The meter memory was reviewed for previous test result history: (B)(6).